Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked keypad connector. The keypad traces were inspected and no anomaly noted. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer called in to report a keypad anomaly. The customer already reverted to a back-up plan due to not being able to use the insulin pump. The customer's blood glucose level was unknown. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.